Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
3 investigations were completed and breakdown is as follows: 1 haptic detached; 1 no issues identified; 1 no product returned. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
In the supplemental report it was indicated there were 3 events during the period however, 1 was inadvertently not included. The correct number of events for this period is 4. This also increase the number of product with no issues identified by 1. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 9 events of is as follows: cosmetic, 3. Delivery issue, 1. Haptic damaged, 1. Haptic detached, 2. Lens damaged, 2. Serial numbers of suspect products: (B)(4). 4 investigations were completed and 5 are pending from the period. From the 4 investigations the product was not returned. Documentation shows that products met manufacturing release criteria and no product deficiency was identified. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.